Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument gets stuck, and did not release clip. The procedure was completed with no reported patient harm. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the customer noted there were no loose cables on the clip applier, however the tips do look damaged. No additional information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint gets stuck and did not release clip. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed multiple times. The clip was unable to clip over the tubing after multiple tries. The secondary failure of bent grip tip was also related to the customer issue. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.0155" offset at the tips. As a result, the clip could not properly clip onto the tubing.